Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the tightening knob of the a3059 mayfield composite series skull clamp was loose and was also missing one of the knobs. There was no known patient involvement or delay in surgery.

Event description:
N/a

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The returned unit did not meet all specific functional test. The evaluation showed that the unit received with the 80# torque knob missing: the mayfield 2 lock has up and down movement when unlocked. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The reported compliant was confirmed from the evaluation. The observed condition was likely caused by wear and tear / improper handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.